Event description:
It was reported that the staff nurse reported that when cleaning the catheter after use, the nurse noticed a hole in the balloon catheter. The procedure had been completed without any complications being reported.